Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed flow rate accuracy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: additional information was received by the reporter stating the event occurred during testing. The volume to be infused was 20ml, flow rat 40ml/hr and dose was 17.7 to 18.1 total as a primary infusion approximately 24 inches. The container was not made from a hard/rigid material with 1000 ml IV bag filled to 500 mls. Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.